Event description:
As reported by hospital, a 3f valved PICC device was inserted in a patient using ultrasound assistance. They were unable to place the last 5cm of catheter, as the catheter would not advance in the vein. The catheter was then flushed and when an attempt was made to aspirate blood, air was aspirated instead. The PICC was then removed from the patient. According to the risk manager, when the device was removed, it was "visually intact". No complications to the patient resulted from the event. The used device was made available at the hospital for the sales representative to examine.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical complaint report for august 2009 did not reveal the presence of any adverse trends for the vaxcel pasv PICC product family and the failure mode of "leakage". Although the risk management department at the hospital would not release the sample, it did allow a navilyst medical sales representative to evaluate the sample on site. He was unable to reproduce the reported air aspiration and his testing did not produce any leakage, the device, including the valve oversleeve appeared to be completely intact and undamaged. A possible cause for the event could have been a loose connection between the syringe and the valve of the catheter, but this is unable to be confirmed. Manufacturing process controls on this device include 100% visual inspection of the catheter for damage or defects, as well as 100% leak testing of catheters and 100% guidewire checks of the catheters for lumen patency. (B)(4).